Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The multi-function cable connector was replaced as a precaution. Review of the device activity logs showed that the device was recognizing the pads as internal handles, which would limit the joule setting to 50 joules. However, testing could not duplicate the reported malfunction. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to select energy level higher than 50 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.